Event description:
It was reported that during a continuous infusion of blincyto, a leak at the filter occurred before the end of the fourth day. Per reporter the patient had to return early to have the tubing changed. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: g3: france. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.